Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009; inratio: 4.8; lab: 6.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio: 4.8; lab: 6.8; mean: 5.80; confidence limits: unable to determine. The means is >5.0 and the difference is less than 2.2; only one inr value is greater than within the context of the documented variability for inr testing. Add'l testing/investigation is required. Meter and strips were returned to biosite for testing. The meter was tested and functional test passed. (B)(6) 2009; in-house accuracy test: test date: donor 2 ((B)(6) 2009), donor 6 ((B)(6) 2009). Returned meter (B)(4). In-house meters (B)(4). Returned strip: (B)(4). Comparative sys: sysmex 560. 2 therapeutic donors. (B)(6) 2009: results for meter (B)(4) with strip ln 216963. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria; no further action is required. No strip deficiency was established. No corrective action is required at this time as no product deficiency was established.